Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
A pt experienced decreased therapeutic benefit. The pt was enrolled into the study on (B)(6) 2011; and "catheter loculation" was determined as a physician confirmed diagnosis. The drug administered via the pump was noted as "either lioresal or baclofen (not compounded)". Add'l info will be provided in a follow-up report as it becomes available.